Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor on the camera cart could not display. There was no patient involvement.

Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction to d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356, ubd: unknown, UDI#: unknown h6) img code updated to reflect corrected case part added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, ubd: unknown, UDI#: unknown additional information added to section e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information and correction, please see below: work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the issue could not be re plicated. There were no failures found. However, the solid state drive (ssd) was replaced for a software upgrade. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that the manufacturer representative (rep) turned on the system to check the reported issue, there was not an issue on the system. The rep removed patient data and rebooted system more than 5 times, there was no issue. To prevent and observe the issue, the rep installed other pcoip into the camera cart. In case of a software update, the rep replaced the solid state drive (ssd) to install the latest version of software. The rep restored configuration and installed new software version. The system, optical camera, and emitter all checked out to be okay.

Manufacturer narrative:
H2, h3, h6) missed troubleshooting information, corrected and added to section b5. Onsite functional and visual examination was performed by a manufacturer representative. A component was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.